Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as skin irritation under the back te pads. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a three-day course of prednisone for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.